Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose levels. Blood glucose level at the time of the incident was 400 mg/dl. The customer stated that the insulin pump was not allowing him to input information. The customer was assisted with inputting information and bolusing. The insulin pump was not replaced or returned for analysis.